Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred during basal deliveries. A new cartridge was loaded resolving the alarm. Customer's blood glucose level ranged between 237-244 mg/dl.